Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined a sample mesh test was not performed during evaluation. The comb was damaged and the device was out of calibration. The comb was replaced and the device was properly recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00723-1.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Telephone number: (B)(6). Country: estonia. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00722.

Event description:
It was reported that outside of surgery, the mesher has a bent wire and the device is in need of maintenance. There was no patient involvement. Due diligence is complete and there is no additional information available. There is no adverse event associated with this malfunction.